Event description:
It was reported by the patient's attorney that the patient sustained injuries as a result of the malfunctioning device. Due to pending litigation, no further information is attainable.